Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. There was no impact to the customer's blood glucose level. Reportedly, the customer had introduced air into the cartridge, instead of drawing air out of the cartridge. During troubleshooting with tandem technical support, it was confirmed that the customer had been able to load a new cartridge successfully.